Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their heart rate was 200 down to 30 beats per minute. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.